Event description:
Upon review of medical records, the valve was explanted and a surgical valve implanted prior to the patient's demise.

Manufacturer narrative:
Update to b5 (describe event or problem [correction]), h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The 23mm sapien 3 valve was not returned to edwards. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for calcification post implantation was confirmed based on medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Per medical record, 'approximately 5 years and 4 months post tavr, the patient had their valve explanted. The reason for the explant was confirmed as due to calcification'. In additional, patient had history of hypercholesteremia and pre-diabetes. It is well known that patients with diabetes, which is predisposed to bioprosthetic heart valve calcification. Hypercholesterolemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis. In this case, available information suggests that patient factors (hypercholesteremia, diabetes) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. Not returned.

Event description:
As reported via p3a study, approximately 5 years and 4 months post tavr procedure, a patient presented with prosthetic valve stenosis of their 23mm sapien 3 valve. Patient reports worsening exercise tolerance. Patient started warfarin, and metoprolol dose was increased to 100mg daily. As per follow-up information received from the p3a study approximately 5 years and 9 months post tavr, the patient required emergency valve surgery due to heavy calcification. Emergency mediastinal exploration, repair of right atrial laceration, emergency institution of cardiopulmonary bypass, transition to veno-arterial ECMO. The patient was opened emergently at the bedside because of ongoing hemorrhage from the chest tube. A right atrial laceration was controlled partially with finger pressure. The patient lost 2l of blood and passed away 4 days later. Per autopsy report, the cause of death was listed as anoxic brain injury, hemorrhagic shock, and aortic valve disease related to a right atrial suture rupture which ultimately led to the patient-s demise.